Event description:
This 41-yr-old female had bilateral breast implants placed in 1985 for cosmetic reasons. Since that time she has developed demylanating disease. An igm test for silicone antibodies was markedly increased. She feels that the possbile relationship between her allergies as well as an increase in arthritis symptoms may be related to her gel implants and desires to have them removed. Gross exam: bilateral intact breast implants.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.